Manufacturer narrative:
The following are the changes: medical device type: jka. PMA / 510(k)#: k022426.

Event description:
It was reported that foreign matter occurred with a syr abg preset 1(.6) s/t 23x1 ce. The following information was provided by the initial reporter, "white powder in syringe stamp blood coagulated because the heparin is in the syringe stamp" 100 occurrences were reported after use, the date/time and patient information were not given.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for white powder with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: evaluation of returned samples did not confirm the reported defect, as the white cotton on the plunger tip is a venting mechanism and not a powder. Additionally, all samples met the required specifications. Root cause description: the product was found to be in conformance and meet release specifications. This product is normally provided with the white cotton venting mechanism in the plunger tip in the approximate position required for use. Based on an evaluation of severity and frequency it was determined that no further corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter occurred with a syr abg preset 1(.6) s/t 23x1 ce. The following information was provided by the initial reporter, "white powder in syringe stamp blood coagulated because the heparin is in the syringe stamp" 100 occurrences were reported after use, the date/time and patient information were not given.

Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a syr abg preset 1(.6) s/t 23x1 ce. The following information was provided by the initial reporter. "White powder in syringe stamp blood coagulated because the heparin is in the syringe stamp". 100 occurrences were reported after use, the date/time and patient information were not given.